Manufacturer narrative:
(B)(4). The product was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was initially reported that while the physician was flushing a saline from a flushing port of a smart control leakage was confirmed from the base of the flushing port. Additional information was received that when removed from the tray was the stent was not still constrained within the outer member/sheath. The physician used the smart control as-is though having the issue and the procedure was finished successfully. There was no reported patient injury. The product will not be returned for analysis. When removed from the tray was the stent was not still constrained within the outer member/sheath. A stopcock was connected to the y-connector of the tuohy borst valve. There was no difficulty encountered flushing the stopcock. There were no kinks or damage to the device. The device was used in the procedure.

Manufacturer narrative:
Additional information was received that when removed from the tray the stent was still constrained within the outer member. The stent was ¿n/a¿ that the stent was partially deployed. There was no damage to the packaging. The device was stored according to IFU. Therefore, there is no event of premature deployment of the stent and no requirement for MDR reporting. No further information is available and therefore no further reports will be forthcoming regarding this event.